Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the procedure involved the proximal left anterior descending (lad) with mild calcification and no tortuosity. The physician direct stented with a 2.75 x 12 mm promus stent. The physician used an intravascular ultra sound (ivus) catheter before ending the case, to see the stent and noticed an edge dissection on the proximal end of the stent. He then, decided to place a 2.75 x m mm over lapping the 2.75 x 12 mm stent to cover the dissection. The patient had no changes during the procedure. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation-dissection is a known risk of coronary stenting procedures, and is listed in the IFU as a potential adverse event and can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel, requiring additional intervention (CABG, further dilation, placement of additional stents, or other). Also the IFU cautions: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications.